Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Further information regarding the event were requested but not received.

Manufacturer narrative:
Investigation results will be provided in the final report. Further information regarding the event date and product details were requested but not received.

Event description:
Following ischemic ventricular tachycardia ablation procedure, a pericardial effusion was noted. There were no patient symptoms and an echocardiogram confirmed the effusion. The location and intervention were unknown; however, it was noted the effusion was procedure related with no performance issues with an abbott device. The patient was released and stable.